Event description:
It was reported the patient had his spectra device replaced due to infection. No further patient complications were reported. The original implant date appears to be approximately (B)(6) 2012.

Manufacturer narrative:
This was originally believed to be an inflatable penile prosthesis that was replaced and was reported by the manufacture on (B)(4) under cl# (B)(4). The original implant surgery documentation was received and on (B)(4)2014 it was determined that the original implanted device was a spectra and not an inflatable penile prosthesis.